Event description:
Per rn report: pt was currently on a propofol drip at 30 (15ml) an hour. The tubing needs to be changed every 12 hours and that time was almost up. Rn to change the tubing. After tubing was primed, tubing hooked into pump, dosing set up, and rn clicked restart. After about 10 seconds, patient's blood pressure began to drop, (as low as 70s over 30s). Pt was already hooked up to a rate of fluids so nurse immediately turned it into a bolus. Rn looked up at propofol and realized the pump was running it as a kvo. Rn quickly clamped the propofol. Pt laid into a flat supine position, and the bed was gouched for the legs to return blood to the heart. The rn sternal rubbed the patient to help raise the patient's blood pressure. Pressure stabilizing at 80s/40s. Rn then realized that even though propofol was clamped, the pump didn't even realize this and kept "running" as if the propofol was open and correct dosage was being administered. The rn called for the charge to help set a new pump up and salvage the problem. Pt blood pressure steadily rising to 100s/50s. Charge and rn and bedside rn switched all of the patient's tubing (fent, plyte, prop,) to new pump and new propofol was primed and hung. All drips were then working correctly and pt was able to rest comfortably with normal bp in 120's/70's.

Event description:
Per rn report: pt was currently on a propofol drip at 30 (15ml) an hour. The tubing needs to be changed every 12 hours and that time was almost up. Rn to change the tubing. After tubing was primed, tubing hooked into pump, dosing set up, and rn clicked restart. After about 10 seconds, patient's blood pressure began to drop, (as low as 70s over 30s). Pt was already hooked up to a rate of fluids so nurse immediately turned it into a bolus. Rn looked up at propofol and realized the pump was running it as a kvo. Rn quickly clamped the propofol. Pt laid into a flat supine position, and the bed was gouched for the legs to return blood to the heart. The rn sternal rubbed the patient to help raise the patient's blood pressure. Pressure stabilizing at 80s/40s. Rn then realized that even though propofol was clamped, the pump didn't even realize this and kept "running" as if the propofol was open and correct dosage was being administered. The rn called for the charge to help set a new pump up and salvage the problem. Pt blood pressure steadily rising to 100s/50s. Charge and rn and bedside rn switched all of the patient's tubing (fent, plyte, prop,) to new pump and new propofol was primed and hung. All drips were then working correctly and pt able to rest comfortably with normal bp in 120's/70's.